Event description:
The customer reported the system would not make fluoro for a case. System removed fromthe case and replacement brought in. No pt injuries as a result of no fluoro.

Manufacturer narrative:
The svc rep found a broken video connector on the c-arm. He repaired the connector. The system was restored to full operational capacity.